Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 56 months ago. Aneurysm and vessel morphology from the time of implant are not available. It was reported that a CT scan from three weeks ago revealed that the aortic neck diameter at the renal arteries was 17.3 mm in diameter and 10 mm below the renal arteries it was 22 mm in diameter with presence of a proximal type I endoleak. The physician will monitor and treat the patient at a later date. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (vessel dilatation), device failure/lack of effectiveness related to patient condition (vessel dilatation).